Manufacturer narrative:
Pump error 4 and 53 found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring pump error alarms. The customer's blood glucose was unknown at the time of the incident. The customer's blood glucose at the time the malfunction was reported was 22 mmol/l. Customer was assisted with troubleshooting. The customer programmed a normal bolus into the air and bolus amount was recorded in the daily history but noticed it did not have an amount under the active insulin. The customer was advised the insulin pump will need to be replaced. The product will not be returned for analysis.